Event description:
A complaint involving a 127" (323 cm) appx 9.7 ml transfer set w/clave¿ clear, dual check valve, smallbore trifuse ext set w/1 pur yellow, 2 clave¿ clear (yellow, green rings), 2-0.2 micron filters, spin luer experienced leakage. It was reported that ¿during report, night nurse told writer that she thought the 0.2 micron filter was leaking in the night because it was slightly wet. Night nurse stated that charge nurse had been advised and charge felt it wasn't leaking or wet. When writer felt same 0.2 micron filter near green port on trifuse, it was wet and sticky. My fingers were sticky and wet as well after assessing it. The bed was dry and so was the linen that was close. Trn consulted and medical team consulted and new trifuse installed with trn's assistance. Smof untouched and hydromorphone and special primene put onto new trifuse. PICC site appears healthy". It was noted that the event occurred on (B)(6) 2024. There was patient involvement and no human harm.

Manufacturer narrative:
Brand name - 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer. Lot # is unknown which results the manufacture and event date unknown. G4: model number is not sold in the us but similar device is sold under model mc330426. This product was used for the di and 501k e1 initial report was received through: (B)(6). Investigation summary: one (1) used. List# mc330523, 127" was returned for evaluation. As received an unknown residuals was observed inside the device, no additional damage or anomalies were observed. The set was primed and a leaks from the 0.2 micron filter vent was confirmed. Complaint of leak can be confirmed based on the physical sample evaluation. The probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. Lot history review could not be conducted because no lot number(s) was/were identified.